Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set needle was bent. Customer stated that his blood glucose was 368 mg/dl yesterday and then it went down. Customer stated that his blood glucose jumped high again. Customer ended up changing out the infusion set. Customer's current blood glucose is above 500 mg/dl at this point. Customer's current blood glucose is 518 mg/dl and is dropping. Customer was advised to change the infusion set. Customer declined to troubleshoot under the pump for high blood glucose or keypad issues. Customer stated that sometimes he used the down arrow button but it takes a while.